Event description:
It was reported that during procedure, the device was broken. The procedure was completed with another of the same device. There were no patient complications.

Event description:
It was reported that during procedure, the device was broken. The procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the fiber was thoroughly analyzed. Visual inspection found no visible defects. The fiber was received in one piece, but given its length of 304 cm. It is likely that the procedural conditions of the device during setup or use contributed to the breakage of the fiber. The fiber could have been damaged or kinked during setup and fully broken once laser energy was applied. Microscope inspection revealed no light exiting the connector face, indicating an internal connector fracture. Burn marks were observed on the connector face. Further microscope inspection showed that the tip appears to be damaged. A fracture within the connector can occur during procedural handling of the fiber, whether during setup, use, or reprocessing. This connector fracture can result in an insufficient aiming beam or low laser energy output, potentially leading to a complete inability for the fiber to fire. The interaction between the console and the connector with this fracture likely caused it to overheat, resulting in the burn marks observed. A functional test was performed, and the console displayed: applicator has been used 5 times. No aiming beam was found. The device history record (DHR) review confirmed that the device met all manufacturing specifications; therefore, the failure was unlikely related to manufacturing. A review of the device instructions for use (IFU) was completed. It states: carefully inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the device. Return it to boston scientific for replacement. It further states: hold the fiber tip to a non-reflective surface and ensure that a circular green spot appears. If the spot is weak or not visible, do not use and return the device to boston scientific for replacement. Based on the information available, the investigation conclusion code assigned is cause traced to component failure, which indicates: expected or random component failure without any design or manufacturing issue.

Event description:
It was reported that during procedure, the device was broken. The procedure was completed with another of the same device. There were no patient complications.